Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that when the patient first got the device, they were doing fine. Then in (B)(6)/(B)(6) they started getting little urinary tract infections. Patient reported that since then, they had 4 uti's. Patient stated they got one in (B)(6), another at the end of (B)(6)/beginning of (B)(6), one in (B)(6). Patient stated it was not back like it used to be. Patient stated they had pressure down there. The assistant doctor told them the day of the report that they might have another bladder infection and they took a sample of urine to test. Patient would get the results the following wednesday. Patient stated it felt like something was pushing. Also patient stated if they decided to sit up and get up, as soon as they stood up the urine flowed out. Patient stated if they sat for a length of time, it hurt near their vagina. They said it had always felt like a needle stick, but didn't bother them. At the time of the report it hurt near the rectum. Prior to calling someone had come to the office to adjust the patient's stimulation. They were adjusting it for the urge frequency, but they thought the frequency was coming from the uti infections. Patient stated they had the stimulation on program 4 at 1.6v. The patient decreased stimulation to 1.4v about 2 weeks prior and they still felt the pressure, but didn't feel it as bad. The day of the report they insisted on increasing to 1.7v and the patient reported it was uncomfortable. Patient was able to sync with their patient programmer, it showed stimulation was on program 4 at 1.3v and stimulation was comfortable. The caller was told to give this setting a couple of days to see if symptoms improved. No further complications were reported or anticipated.